Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a replacement surgery in which a thirty four year old hydroflex penile prosthesis (hpp) was removed and a new inflatable penile prosthesis (ipp) was implanted. It was stated that patient began having issues with the device ten years ago due to the left side not filling. The patient did not experience any further complications. It was further reported that the left side was not filling up due to fluid loss. The patient did not experience any adverse events. The new placed ipp was fully functional following the surgery. No more information available at the moment. Should additional information become available, it will be provided.